Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report of no power up was duplicated and attributed to a battery not properly seated on the power interface module board. The battery was re-seated to resolve the report. The device was recertified and returned to the customer. The customer's report of "compressor failure-1001" was duplicated and attributed to loose debris in the compressor. The smart pneumatic module assembly was replaced to resolve the report. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up using battery power, then upon power up with ac displayed a "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.